Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the right coronary artery with no calcification or tortuosity. The 3.5x23 mm xience skypoint stent delivery system was inserted into the copilot with resistance noted and when the device was attempted to be inflated once to 10 atmospheres for deployment of the stent, the device was losing pressure. The sds and stent was removed and upon removal a hole in the balloon was noted as well as a flared stent. There was no difficulty removing the device. A new, same size xience skypoint sds was used to complete the procedure with the same copilot. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.